Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was found that the cable was faulty. Therefore, it was determined that the image function did not operate normally due to the failure of the cable, and the phenomenon [no image appeared] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: the inner wiring or inner parts in the plug are damaged and the control unit had to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, no image displayed on the 4k camera head. There were no reports of patient harm associated with this event.